Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the episode noted oversensing of noise, likely due to the patient's use of a pressure washer at the time of the delivery of inappropriate therapy. No changes have been made, the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks over multiple episodes. Review of the most recent episode noted oversensing of noise, likely due to the patient's use of a pressure washer at the time of the delivery of inappropriate therapy. No changes have been made, the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD system was explanted and replaced as the patient continued to receive inappropriate shocks. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.